Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage from the injection port. The following information was provided by the initial reporter: venflon was placed, infusion attached, everything worked. Then esmeron ( puncture ampoule with rubber stopper was pulled out with filter needle) was injected ( but was good to inject)and then it bubbled (see video).

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/10/2021. H.6. Investigation: one video and three used samples were received by our quality team for evaluation. Upon visual inspection of the video, leakage was observed from the injection port when the red plug was removed. Upon visual inspection of the used samples, the valve was observed to be moved. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the valve issue. H3 other text : see h.10.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage from the injection port. The following information was provided by the initial reporter: venflon was placed, infusion attached, everything worked. Then esmeron ( puncture ampoule with rubber stopper was pulled out with filter needle) was injected ( but was good to inject)and then it bubbled.